Event description:
It is reported that the femoral head provisionals are worn and no longer have an adequate fit with the mating stem. This was discovered during an inspection, not during surgery.

Manufacturer narrative:
Eval summary: the returned provisional head has an approximate potential field age of 10 years. It is unk how many times the device was used. In general, provisional heads may become worn from normal clinical usage potentially resulting in a loose fit over time. Eval: after reviewing the device history records, they were found to be conforming to requirements at the time of mfg.